Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. It was confirmed that the pump was able to be charged with a different usb cable. Customer reported blood glucose (bg) level was 249 (mg/dl). A bolus via the pump was administered to address bg level. A replacement usb cable was sent to the customer. Follow up with the customer confirmed that the pump was able to be successfully charged using the replacement charging supplies.